Event description:
It was reported that the ilet charging pad did not function, with no indicator light when the ilet or an iphone was placed on the pad despite trying multiple outlets, consistent with a charging problem involving the battery charger component. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.